Event description:
Interventional cardial cath, 2 stents deployed with a 2 guidewires. Md had difficulty removing wire that was under the stents & tip broke off. Several attempts were made to snare the wire. Pt sent to boston for different snare technique.